Event description:
It is reported the drill bit broke during surgery and a portion remains in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The product was not returned and there was no part/lot number given; therefore, there was insufficient information for complaint searches to be conducted. Based on information provided, the definitive root cause of this issue cannot be established. This product will be monitored for any adverse complaint trends. There was no product returned; therefore, no physical evaluation could be conducted. The dhrs could not be reviewed due to lack of product identification, no lot number provided. It is not suspected that the product failed to meet specifications.

Manufacturer narrative:
This report will be amended when our investigation is complete.